Event description:
It was reported that during the implant procedure, the threshold values were not good. It was also noted the helix did not extend at the third replacement. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the connector of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned damaged with the helix fully extended, the is-1 bent, and the stylet stuck in lead and could not remove. Therefore, no further helix function test possible. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.